Manufacturer narrative:
The unit had a button error alarm and an intermittent up arrow button response due to a corroded keypad. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.